Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was being performed on the moderately tortuous left iliac artery with moderate calcification. The omnilink elite stent delivery system was unable to cross the anatomy. The device was removed without unusual resistance noted when the stent had dislodged off the delivery system, while remaining on the guide wire. As intervention, pressure was held proximal to the dislodged stent using the balloon catheter and a 6 french sheath advanced. The dislodged stent struts caught the outside edge of the sheath and all was removed from the anatomy. Another sized stent was successfully used in replacement. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.